Manufacturer narrative:
UDI (B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The IFU states, "patients should be advised to avoid strenuous physical activity for a period of at least two weeks after occluder placement".

Event description:
It was reported to gore a 30mm gore® cardioform septal occluder was successfully implanted on (B)(6) 2016 to close a patent foramen ovale. The patient was instructed not to engage in sports or strenuous activity for at least two weeks. Against medical advice the patient flew to the united states and played in a soccer match. While in the united states he became symptomatic and visited an emergency department on (B)(6) 2016 with the complaint of palpitations, non-radiating right sided chest pain, and nausea. At that time the patient had a chest x-ray which showed the cardioform device appeared intact. Chad score was zero. No echocardiogram was performed in the emergency room and the hospital communicated with the implanting physician. The patient returned to (B)(6) and on (B)(6) 2016, had a tcd at the physician¿s clinic. The cardioform device looked good and was in place. On (B)(6) 2016 the patient had a transesophageal echocardiogram (toe) which showed a residual shunt and that the device had shifted its position. The physician performed a second implant on (B)(6) 2017.